Event description:
Patient crrt pump alarming for return flow issues (alarm t1189/t1195), unable to resolve after multiple attempts, resulted in patient getting roughly 230 mls of fluid. Md made aware, crrt terminated, pump exchanged.